Manufacturer narrative:
(B)(4).

Event description:
Sheath and dilator were being put into the patient, and as I was putting the sheath and dilator in there may have been a muscle spasm at which time I stopped pushing it in but after it had stopped I tried to push the sheath in further and it wouldn't go. I pulled the sheath and dilator back to see that it had bunched up and was starting to split.

Manufacturer narrative:
Qn# (B)(4). The customer returned one used peel-away sheath and a dilator for evaluation. One side of the sheath was split and accordioned in the score tear line, towards the distal end of the sheath body. The damaged area contained white marks in between the accordioned ridges (which indicates stress) and the edges of the tear are jagged. It appears that an excessive force was applied to that area of the device. No other issues were identified. The split in the dilator was located approximately 41-49mm from the distal end of the sheath hub. The sheath body length and the inner diameter of the sheath body were measured and were found to be within specification. The returned dilator was advanced through the sheath with minimal resistance. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product instructs the end user to not withdraw the dilator until the sheath is well within vessel to minimize the risk of damage to the sheath tip. It also warns that a slight twisting motion should be used while inserting and advancing the sheath. The customer reported issue of the peel-away sheath body being damaged was confirmed during the sample investigation. Visual inspection was performed and revealed one side of the sheath was split and accordioned in the score tear line. The damaged area contained white marks in between the accordioned ridges, which indicates stress. It appears that an excessive force was applied to that area of the device. Dimensional inspection was performed and no issues were identified. A device history record review was performed and no relevant findings were identified. Based on the information and sample provided the probable cause of this issue is operational context. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: sheath and dilator were being put into the patient, and as I was putting the sheath and dilator in there may have been a muscle spasm at which time I stopped pushing it in but after it had stopped I tried to push the sheath in further and it wouldn't go. I pulled the sheath and dilator back to see that it had bunched up and was starting to split.